Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye on (B)(6) 2007. The patient has now reported vitreous separation. The icl remains implanted.

Manufacturer narrative:
Evaluation codes: method - (other): medical review results - (other): medical review - posterior vitreous detachment or vitreous separation is commonly noted in highly myopic eyes. The risk increases in the presence of any intraocular surgery. This adverse event is secondary to the increased risk of detachments in patient's that are highly myopic rather than the icl itself. This complaint is considered trivial because the icl itself did not cause or contribute to this adverse event, and the condition spontaneously resolved without any medical or surgical intervention. (B)(4).

Manufacturer narrative:
(B)(4) - vitreous, detachment of. (B)(4) - device remains implanted. Device evaluated by manufacturer? No - lens remains implanted. Method - work order search, results - a lens work order search was performed and no similar complaints were found within the work order, conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.